Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name: mrh xs/s/m long xover, cat#: 64812103, lot#: j94051, device name: unknown gmrs bushing, device name: unknown gmrs bushing, device name: unknown gmrs axle, device name: unknown mrh bumper insert. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned to the manufacturer.

Event description:
The patient's right knee was revised due to decreased rom. An arthrofibrosis excision (soft tissue removal) was performed and the distal femoral component was downsized from standard to small.